Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a bad sensor which occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the 'bad sensor' was reproduced with reload set messages. A review of the event history log revealed multiple reload set messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor, which requires replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.